Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) received 2 shocks. It was noted that the patient was under the assumption that device therapy had been previously been turned off. The ICD had declared battery capacity depletion (bcd) back in february. The field representative programmed tachy therapy off and subsequently, the ICD was explanted and replaced. The new device remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) received 2 shocks. It was noted that the patient was under the assumption that device therapy had been previously been turned off. The ICD had declared battery capacity depletion (bcd) back in february. The field representative programmed tachy therapy off and subsequently, the ICD was explanted and replaced. The new device remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.